Manufacturer narrative:
The hosp did not report this incident to the MFR and the unit has not been returned for svc. A prior incident with this unit was reported by the hosp on medwatch #(B)(4) on 11/30/2010. At that time, it was reported that the pt was not on a monitoring device. The returned unit was run for 72 hours without duplicating the incident. The operation manual general warnings states: the precision flow is not a ventilator and should not be used as life support, and add'l pt monitoring is necessary if the precision flow is used to give supplementary oxygen.

Event description:
Reported on (B)(4) as follows: this device shuts off without any user interaction: device was never removed from ac power. Once the device shuts off, the oxygenated and humidified breathing treatment is interrupted. Once interrupted, the pt's oxygen saturation begins to decrease. An extended interruption can result in excessively low saturation levels if not detected. When the device shuts off, no audible or visual alarm is present to alert health care providers.